Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient was placed onto impella support due to cardiomyopathy. While on support, patient presented hematuria. Heparin infusion was paused. Impella was repositioned due to concerns for hemolysis and persistent hematuria. Right foot pain limited patient from ambulation; gout is suspected and patient was put on colchicine. Pump presented suction alarms for which patient received albumin and one unit packed red blood cells. Patient experienced gi bleed and was taken off anticoagulant. Imaging was taken the next day and no evidence of gastrointestinal bleed was found. Patient was placed back onto low dose heparin. Patient experienced additional suction and fluid was ordered.

Manufacturer narrative:
Additional information received from the clinical site and the following fields were updated based on the new information. B.7 added information that was omitted from the initial report that was submitted. D.4 revised UDI number as it was previously entered incorrectly on the initial report that was submitted. E.1 added initial reporter phone number and zip code extension as they were omitted from the initial report that was submitted. E.4 added selection as it was omitted from the initial report that was submitted.

Event description:
It was reported that the patient experienced ventricular tachycardia which required chest compressions lasting three minutes, however did not require intubation or medication during the code. A few days later the patient was successfully weaned and received a left ventricular assist device.

Manufacturer narrative:
The investigation for the reported optical sensor issue, pump suction, hemolysis, tachycardia/ cardiac arrest, and hematuria/ major bleed has been completed. No device was returned for review. Data log review showed a motor current shift upward (no spike) 30 minutes prior to impella position unknown and in aorta alarms. At the time of the mc shift, there was spiking in the raw optical signal that continued at the time of the alarms. The 5s parameters were stable otherwise. The returned product did not have any abnormalities related to the optical sensor. The root cause of the pump suction alarms were patient condition related as clinical details note low volume status. The root cause of the optical sensor issue, hemolysis, tachycardia/ cardiac arrest, and hematuria / major bleed could not be determined